Manufacturer narrative:
MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 (B)(4).

Event description:
It was reported that the needle detached from the hub while in use on a patient. There was no patient or health care professional injury.